Event description:
The patient reportedly experienced skin breakdown at the implant site. The patient was treated with a topical antibiotic (type unknown). The patient's headpiece magnet strength has been adjusted and the moleskin has been placed on the back of the headpiece. The patient is currently using the device and the implant site has healed.